Manufacturer narrative:
Initial findings were partially confirmed. When the instrument was installed on an in-house system and connected to an in-house erbe generator, the instrument passed energy recognition and failed instrument energy delivery during in-house testing and a burning smell was observed at the proximal end. The instrument failed continuity testing, there in which both grips showed continuity to both pins of the instrument energy board. The instrument was further disassembled and the pins of the energy board were tested for continuity. The internal pins on the energy board show continuity to both of the external pins on the energy board. This indicates that there is a short between the two pins on the energy board. There was arcing damage on the underside of the energy board and there was thermal damage internally on the grey luer plate near the pi connectors. The root cause for a shorted instrument energy board is likely attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint of 'poor energization'. The conductor wire was not broken and passed the energy continuity test. The instrument was placed in an in-house system and displayed a check energy cord connection. The erbe generator did not recognize the instrument. The energy cord was tried on a golden instrument and passed the energy delivery test. Components adjacent to this wire do not show damage. The instrument will be transferred to engineering for further review. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument had poor energization. No further information was provided.